Event description:
It was reported that pump experienced malfunction alarm identified as malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.